Manufacturer narrative:
(B)(4) date sent: 8/26/2021 d4: batch # t5de6j component code =g04 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was returned unfired with 8 double drivers and 3 single drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the reload was opened and loaded to the plee60a, they changed the reload size, the gun was in a closed position, the gun was opened, they unsnapped the reload from the jaw and the reload broke from the bottom part. Patient consequence was not reported. No further information is available.